Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by ous affiliate, a pair of malis forceps, foreign material was identified inside the sterile package barrier at the jnj warehouse.

Manufacturer narrative:
Pictures of the returned product with "foreign material" inside the package was forwarded to the supplier for evaluation. The supplier confirmed the presence of material in the package and confirmed the complaint. The exact root cause of the "foreign material" could not be verified. A DHR review revealed that there were no nonconformance reports associated with this work order. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
The affiliate was contacted regarding product returned; however, the product was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. A review of the DHR did not reveal any anomalies during the manufacturing process. A review of complaint records for the previous 12 months did not identify any confirmed similar complaints for this lot and product code combination. No further action is required. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed. Device not available